Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity the pump pocket became infected so they were removing the pump and catheter on (B)(6) 2016 or (B)(6) 2016. The pump pocket became infected so they were removing the pump and catheter. The event difficulty occurred on (B)(6) 2016. There were no environmental/patient/external factors that led or contributed to the issue. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". Additional information was received via the return paperwork indicated the pump was explanted and returned on (B)(6) 2016.

Manufacturer narrative:
Evaluation of the pump identified no significant anomaly. The pump outlet port showed some damage. Evaluation conclusion code and evaluation result code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.